Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding implanted neurostimulator. Pt reported implant hasn't worked in couple months, pt stated they can't tell if there's a difference with it on or off, it only works on one side small spot but not where the pt needs it. Pt stated there's a lot scar tissue on their back and the rep told them the stim won't help on their right side because of the scar tissue, which is where the pt needs it. Pt had to turn the stim all the way up to get some help out of implant which zapped his leg when he walked and he ended up having to charge implant 4 times a day. Pt stated he met with rep when implant started to give trouble and rep tried to reprogram but nothing seemed to help and he still had to charge 4 times a day. Pt stated they are meeting with rep on monday dec 18th 2023 in person. Pt stated they have a back surgery coming up and their hcp would like to either change the battery "or" remove it completely. Pt mentioned having 6, and then said 18, back surgeries